Manufacturer narrative:
The user was hospitalized following an adverse event while receiving automated insulin delivery with the ilet. The user reported that the hospitalization was related to use of the ilet; however, no additional clinical details, blood glucose values, treatments, or event circumstances were provided. Due to limited available information, the specific nature and cause of the event could not be determined, and no device malfunction was identified based on the information available. A follow-up MDR will be submitted if additional information is received.

Event description:
On (B)(6) 2025 it was reported that the user experienced an adverse event and was hospitalized. The reason for hospitalization and clinical details of the event were not reported. No long-term health effects were reported.